Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and the balloon was returned lodged inside the introducer sheath, with the distal end of the balloon protruding from the distal tip of the sheath. The outer catheter was stretched and kinked just proximal to the proximal balloon glue joint. It was observed that the distal tip of the sheath was flared out, likely indicating retraction issues. Bunching was observed to the proximal end of the sheath, likely indicating retraction issues. The balloon was completely deflated, and additional vacuum was pulled to ensure that there was no air remaining in the balloon. A second attempt was then made to remove the balloon from the sheath, but resistance was met until the outer catheter broke at the proximal balloon glue joint. The balloon likely could not be retracted due to the bunching on the introducer sheath. Per the reported event details, the balloon was unable to be fully deflated. The retraction issues were a result of the balloon not being fully deflating prior to being retracted into the introducer sheath. However, the definitive root cause for the deflation issues could not be determined based upon the available information.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.

Event description:
It was reported that the pta balloon would not deflate. The balloon catheter and sheath were removed together as a single unit. Another balloon was used to complete the procedure. There was no reported patient injury.